Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a patient's neurostimulator (ins) implanted for non-malignant pain as well as failed back surgery syndrome. Manufacturer representative reported the patient's battery pocket would not heal and dehisced. It was reported that the battery was not sutured in around anchoring holes and that the patient being very obese could have contributed. The physician resutured the wound site, but ended up reopening the battery pocket, washing it out, and replacing it with a new device. This time the battery was anchored in the pocket. The event date for the replacement was (B)(6) 2017. The early battery replacement issue was reportedly resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.